Manufacturer narrative:
Due to no product was returned the complaint could not be confirmed. Evaluation and investigation were not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Event description:
It was reported that the instrument broke during procedure, however, all the pieces were removed from the patient. No patient injuries were reported.